Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for sequencing. Next generation sequencing interrogated rh genes proximal promoter, exons 1-10, and portions of intron 2-3. No variant was found in rh genes and sequencing provided a genotype rhce*ce, rhce*ce, but ID core xt reported a genotype rhce*ce, rhce*ce. ID core xt determines c/c antigens interrogating polymorphism rhce: c.335+3039ins109 in rhce gene intron 2. The presence of the 109 bp insert is associated with c antigen. However, this sample carries a rare allele described by isbt as rhce*02.37 that provides a c+ phenotype by lacks the 109 bp insert. ID core xt reported a predicted c- phenotype, but the serology data from the user is c+, due to the presence of rare rhce*02.37 allele. Since ID core xt obtained a false negative result, this is considered a discrepant result and then a malfunction. This limitation is covered by the general assay limitation described in the ID core xt package insert (limitation 1).

Event description:
The customer reported a possible discrepancy. The serological phenotype was c positive and the ID core xt genotype suggested a phenotype of c negative.